Manufacturer narrative:
Pump booted up once installing an aa battery, no critical pump error (pump error 24) noted. No frozen screen was noted once installing an aa battery. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No time/clock anomaly was noted during testing. Successfully downloaded pump history files and traces using thump software. Found pump error 24 alarms in the pump history files and traces on the event date of(B)(6) 2025 at 15:12:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Pump error 24 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Frozen screen and time/clock anomaly was not confirmed during testing. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a critical pump error 24 (this alarm is generated when a power failure is detected) and a frozen display on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was done for the pump error issue and found the customer was unable to clear the alarm. The time clock also did not advance. Troubleshooting was also done for the frozen screen issue. No harm requiring medical intervention was reported. The product mmt-1884l will be returned for analysis.